Event description:
The reason for explant is unknown at this time. Add'l info has been requested. This valve was replaced with sjm 27mecs-602, (associated events: rt-283 and sj-365).

Event description:
In 1998, the dr implanted a 27mm mitral st. Jude meidcal mechanical heart valve sjm masters series with silzone coating (model 27mecs-602). This was a replacement device for a st. Jude medical mechanical heart valve sjm masters series (model 27mj-501) which was explaned after 19 months for reasons not reported to sjm. The pt also ahd a 23mm aortic a st. Jude medical mechanical heart valve (model 23aec-102) explanted during this procedure. In 1998, the dr explanted this valve. A 27mm st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 27mecs-602) was then implanted. No add'l info has been received, including the reason for explant.